Event description:
The customer reported that the left (live) monitor was not working; images were white and grainy. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair information is not available.